Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was capped/not usable. Follow-up with the clinic revealed that the lead was non-functional and had been capped several years ago. No patient complications have been reported as a result of this event.